Manufacturer narrative:
Additional information: b3, b5 b5: upon follow-up, it was reported that the antibiotics were discontinued after 14 days. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy pd effluent, fever, abdominal pain and vomiting. The cause of peritonitis was unknown. Two days before the peritonitis diagnosis, the patient was hospitalized and began treatment with vancomycin injection (1g every 5th day, intraperitoneal, discontinued) and ceftazidime injection (250 mg, three times a day, intraperitoneal, discontinued) for peritonitis. At the time of this report, the patient remained hospitalized and was recovering from the peritonitis. Pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: b5, b7. B5: upon follow up it was reported that on an unknown date, the patient was recovered from peritonitis, cloudy pd effluent and vomiting. At the time of this report, the patient remained hospitalized. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: b5. B5: upon follow up, it was reported the patient recovered from abdominal pain and fever. Should additional relevant information become available, a supplemental report will be submitted.